Event description:
A pt reported blood glucose results of 172, 136, and 121 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The pt also performed two control solution tests, both failed. The test strips were in good condition, testing technique was correct, and the codes matched. No medical attention was reported. The test strips and control solution are being replaced for the pt. No further info has been reported.